Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance sub-threshold lead impedance was recorded on (B)(6) 2012 21:00:08. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance of 608 to 3686 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the lead had varying and high impedance measurement in different position and tripped the patient alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.